Event description:
It was reported by the rep that during a gastric bypass procedure the device was fired and worked fine. They reloaded the device and the first handle would not open so that the device could be fired for the second time. Also, they were having trouble with two trocar devices where the white cap on the top was loose and kept separating from the obturator housing. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that only the sleeve for the b12lt instrument a was returned. The sleeve and the universal seal were found to have plastic degradation. A potential cause of this condition is the use of eto as a cleaning agent. Given the returned condition of the instrument, the lower ring was cracked in multiple pieces. As the IFU states: do not reuse, reprocess or re-sterilize. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure. During the assembly process, the condition of the sleeve assembly is 100% inspected. Furthermore, quality takes a sample that includes the inspection of the condition of the sleeve assembly. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The b12lt instrument b was returned in good condition. No anomalies were noted with the universal seal assembly. It could not be determined what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that only the sleeve for the b12lt instrument c was returned. The sleeve and the universal seal were found to have plastic degradation. A potential cause of this condition is the use of eto as a cleaning agent. Given the returned condition of the instrument, the lower ring was cracked in multiple pieces. As the IFU states: do not reuse, reprocess or re-sterilize. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure. During the assembly process, the condition of the sleeve assembly is 100% inspected. Furthermore, quality takes a sample that includes the inspection of the condition of the sleeve assembly. While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.